Event description:
Line inserted 3 months ago. Leakage was observed at the conjunction of tubing and oval disk, where a tiny hole could be noticed. When flushing, normal saline leaked out with black fluid (unk substance). Leaked normal saline with black fluid.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.